Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have dislodged molded insulator at the distal end. No piece was missing. The bent severely grip tip caused the molded insulator to be dislodged. The complaint regarding the instrument is broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the force bipolar instrument was broken. There was no report of patient involvement or patient injury.